Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose level was 477 mg/dl, 471 mg/dl. The customer was treated with insulin pump. The customer stated that the they tried to bolus and the insulin flow blocked alarm was occurred. The auto mode was not active at the time of incident. The troubleshooting was performed for the high blood glucose and insulin flow blocked alarm. Based on customer reported that they did not allege insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The customer stated that the infusion set cannula was bent. The insulin pump will not be returned for analysis.